Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, an alert for non-sustained right ventricular oversensing was noted on the right ventricular lead. Further review noted right ventricular lead noise. The noise was not producible in clinic with pocket manipulation. A chest x-ray was ordered. The results are unknown. The patient was stable throughout.

Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2019. The patient did well with procedure.